Manufacturer narrative:
There are no other complaints associated with the referenced lot numbers. X-rays were not received from the health professional. Based on the information provided, fracture cannot be attributed to the implant. Post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "the patient must be informed that the smae demands cannot be made of artificial joints as of real ones."

Event description:
The patient fell post-op and fractured her femur. A revision surgery was conducted and the stem and head were explanted and a competitor's stem was implanted.